Event description:
Related manufacturer reference number: 2017865-2022-08926. It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance and high capture threshold were detected on the right ventricular (rv) lead. The physician elected to implant another rv lead and the same issues were noted. The rv lead was replaced again to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events for high pacing impedance and inadequate capture were not confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 23, 2022.